Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: expiration date: feb/2029. D4: UDI: the reported product has no UDI no. Allocated. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: office clerk. H4: device manufacture date: 03/19/2024 - 03/21/2024. H6: investigation findings - 3221 is based upon no sample returned; 213 is based upon functional testing of the retention sample. H6: investigation conclusion - 4315 is based upon no device return; 67 is based upon evaluation of the retention sample. No sample was returned for investigation. Five (5) pieces or retention samples with the same lot were prepared for investigation. When we visually checked the samples, there were no anomalies observed. The samples underwent sensory test, where in the inner needles were confirmed able to be appropriately pulled out. The concerned product type is continuously produced by fully automated machine, and an inner needle and a catheter are assembled by one-time operation. Furthermore, for all the products of concerned product type, a tip of assembly is being checked by special digital camera after inner needle and catheter are assembled. In case of any defects, such as tip-deformation or catheter tip occlusion, those defects will be detected, and the system will automatically segregate them from the line and reject. The manufacture inspection records of the reported lot were reviewed. As a result, no defective properties, which may have contributed to the reported issue, were observed. The results of the quality inspection, which is periodically conducted, recorded no defective product, including deformation in catheter tip. Furthermore, no similar incidents were reported from other facilities. We were not able to identify the specific root cause of the reported issue, since no anomalies, which may have contributed to the reported issue, have been noted in the retention samples and our manufacture inspection records. Moreover, no sample or detailed information was provided. Relevant IFU reference: "do not attempt to re-insert a partially or a completely withdrawn needle.". Terumo medical products (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.

Event description:
The distribution reported that the user facility encountered a broken catheter. After the product was punctured, the user could not confirm the flashback. When removed, it was noticed that the catheter was split. There was no patient injury/medical or surgical intervention required. The procedure outcome and patient impact were unknown. Additional information was received on 09aug2024: the catheter was confirmed to be damaged (not separated) possibly due to being punctured twice. No catheter remained in the patient's body and no adverse event had occurred.